Event description:
Postop - feb. 1998, tee showed one mobile mass on artrial side. Cultures were negative and pt was taking antibiotics. Reoperation was performed. No vegetation was observed, however a large dehiscence of anterior wall was seen. The valve was explanted and replaced with 27mecs sjm valve.